Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported experiencing occlusion errors often during the last days. Patient stated after an occlusion error this morning, she changed the entire infusion set. Patient reported that after 2 hours her blood glucose level was over 400 mg/dl, so she decided to remove the pump. Patient stated she thinks the pump is not delivering the correct insulin. No adverse event reported. Requested return of the alleged pump for evaluation.